Manufacturer narrative:
A ge oec service rep investigated the issue and was unable to duplicate the malfunction. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system did not boot up for operation correctly. A reboot attempt was also not successful and the system was removed for service. This issue occurred prior to the start of a procedure.